Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, thin leaflets, prolapsed anterior leaflet, and restricted posterior leaflet. A mitraclip xtw was successfully implanted. A mitraclip ntw was then used, but it was not possible to grasp or capture the leaflets. However, a chordae rupture was observed and the tip of the leaflets had become damaged. Therefore, the physician decide to remove the clip and discontinued the procedure. It was noted imaging was difficult during the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) appears to be due to challenging anatomy (i.e., anterior prolapse, posterior restriction, and leaflet fragility). The reported image resolution poor was due to procedural circumstances (device shadow). The reported tissue injury was due to pre-existing fragile leaflet tissue, and the repeated grasping attempts and loss of capture. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.